Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was the mid right coronary artery (rca). The lesion was a de novo. The vessel was slightly calcified and slightly tortuous. There was 90% stenosis. A terumo ir1, 5fr heartrail guide catheter (gc) and a athlete lifeline 010 guidewire (gw) were used for the procedure. Pre-dilatation was conducted with a 2.0x15mm balloon. While delivering a 3.0x18mm cypher stent (lot i1206048) to the target lesion, there was friction within the gc and the cypher stent became stuck right before going out into the coronary. The gc then became disengaged. Therefore, the physician removed the cypher and the gw and tried to conduct the intervention again. The physician found that there was about 1mm clear material inside the goodman y-connector. The system was exchanged and the procedure was finished successfully. The physician thought the material found in the y-connector was most probably from the inner coating of the gc, but he suspected that there was some possibility that the stent edge was flared and scratched the inside of the gc, removing the drug from the stent or causing some shaft abnormality. There was no reported patient injury.